Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that 6 patients experienced undesirable effects post pulmonary radiofrequency ablation (rfa) treatments. The rfa procedure was performed utilizing a rf3000 radiofrequency generator and a leveen¿ rf probe. Post procedure, the patients were discharged home. One-two days post discharge, the patients returned to the hospital and were admitted into intensive care. The patients experienced inflammatory reactions with fever, pains and major pleural effusions. MDR ids in reference: 2134265-2016-01575, 2134265-2016-01576, 2134265-2016-01623, 2134265-2016-01616, 2134265-2016-01624, 2134265-2016-01617, 2134265-2016-01625, 2134265-2016-01618, 2134265-2016-01626, 2134265-2016-01619, 2134265-2016-01627, 2134265-2016-01620